Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/ shell bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on patch/shell bond edge to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.